Event description:
Hcp reported the patient presented with some spasticity in left leg then starting to affect their arm. A dye study was done in 2004 which showed the catheter was not patent "for whatever reason." The catheter was revised in 2004. The patient had their titches removed in 2004 and was reported to be doing fine.